Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned if further details are received at a later date a supplemental medwatch will be sent. No product is available for return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a coronary artery bypass grafting: CABG on an unknown date and suture was used. When one of a double-ended needle was grasped with a needle holder and the other one was grasped with a mosquito which was attached a rubber, it was in a pocket attached to the side of the operating table, and the suture had broken at the timing of taking it out. It was not a control release needle. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.